Event description:
After transeptal access, blood aspirated from the side arm when air was pulled back. Upon sealing the valve end of the sheath, blood was able to return. A non-abbott device was used to continue and complete the procedure.

Manufacturer narrative:
One fast-cath guiding introducer was returned to the manufacturer for analysis. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.